Event description:
An impella 5.5 device was inserted via the right axillary artery in a 51-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e. During support, the placement signal disappeared, and the aortic pressure (ao ps) waveforms dashed out. After approximately three minutes, the placement signal briefly re-appeared before disappearing again, followed by a yellow ¿controller error¿ alarm. The alarm remained active for about twenty seconds before resolving, after which the placement signal again re-appeared. The patient was swapped onto a new aic console while the alarm was inactive. The patient remains on support. The reported events include false alarm, device revision or replacement, and hemodynamic instability. The aic will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B1 product problem was was inadvertently omitted on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.